Manufacturer narrative:
(B)(4). The reported condition was confirmed, based on the customer report. The cause was determined to be use error. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during dwell 2. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient line extensions were in use. The patient had not disconnected prior. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that the unused final line clamp was open. The technical service representative (tsr) informed the hp that air had entered into the system. The tsr assisted the hp in ending therapy. The tsr informed the hp to dispose of all of the supplies used. Proper procedures were reviewed. The patient would complete therapy with manual supplies. The hc was operational. There were no samples or lot numbers were available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.